Manufacturer narrative:
Customer does not know which lot of test strips was used to obtain the comparison readings. He no longer has one of the vials that he potentially used, but does have the other (lot 497388). He can say that for both meters, the same vial of test strips was used.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 34 mg/dl (system 1) and 68 mg/dl (system 2). Customer does not know which lot of test strips was used to obtain the comparison readings. He no longer has one of the vials that he potentially used, but does have the other. He can say that for both meters, the same vial of test strips was used in the comparison. No adverse event reported. The test strips from lot 497388 were requested for evaluation, the other vial was discarded.

Manufacturer narrative:
The codes are for the returned test strips, lot 497388. The unknown lot was discarded prior to the original contact from the customer. Therefore, it is not possible to identify or test the unknown lot. There is no way to determine if the returned strips, lot 497388, or the unknown lot of strips were used for the results reported.